Event description:
It was reported that caller experienced air bubbles or gaps in tandem mobi cartridge during loading, with small bubble sized like a pellet, and issue was ongoing at time of call. There was no adverse impact to the customer's blood glucose level. Caller confirmed use of room temperature insulin, performed cartridge air removal steps including use of fill rod, and worked with support to prime tubing until large air bubbles were no longer present, after which caller resumed insulin therapy and confirmed understanding of guidance.